Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported that the lor syringe leaked during use. The customer returned one glass lor syringe. The syringe was received with the metal tip broken from the barrel. Microscopic examination of the returned syringe revealed the shoulder of the barrel appears to be in multiple pieces; however, no pieces appear to be missing. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of a lor syringe leaking could not be confirmed based upon the sample received. The sample was received with the tip broken from the barrel and therefore, functional testing could not be performed. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. Therefore, based upon the information provided and the condition of the sample received, the potential cause of the lor syringe leaking could not be determined.

Event description:
It was reported that saline leaked from the edge of metal part of lor syringe, when the user push the plunger. Therefore, a new kit was used.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that saline leaked from the edge of metal part of lor syringe, when the user push the plunger. Therefore, a new kit was used.